Manufacturer narrative:
A review of the pump black box data showed no reboots. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. No battery cap was returned with the pump; a test cap was used. The pump was exercised for 24 hours with no power issues. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. Reportedly, the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.